Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and could not duplicate the reported issue. The unit meets all manufacture specifications.

Event description:
The customer reported that while setting up to test the ventilator prior to placing on patient, the respiratory therapist turned vent on and it booted up but displayed red banner "safety valve open" and it will not reset. Vent gives no flow.